Event description:
A pt reported blood glucose results of "400 and 160 mg/dl" with a lifescan meter, performed within 10 mins of each other. The pt did not allege any harm or injury. The pt did not have any control solution to troubleshoot.